Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from a manufacturer representative (rep) indicated that the doctor's clinic called technical services on the issue and they did an update to their tablet and then it worked.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative (rep) regarding a patient with an implantable pump. It was reported that the rep did not have any specifics but stated a physician said the patient was getting stuck at 90% when trying to give themselves a bolus on their personal therapy manager (ptm). Technical services stated they did not have an official fix for this yet but they should check the number of boluses/day patient was allotted. Technical services also stated they could try clearing the patient date services (pds) data only if they had and did not need the current report from the handset.

Manufacturer narrative:
Continuation of d10: product ID a820 lot# serial # unknown software version: unknown product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown, ubd: , UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.